Event description:
Placement of stent through existing stent peviously placed. This was unsuccessful and device was missing from deployment vehicle. Device could not be found in sheath and suspected to have remained in the pt.